Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test due to buttons not responding.

Event description:
Customer reported via phone call that they received the lost sensor alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The insulin pump will not be returned for analysis.